Event description:
Customer claims to have ear pierced with the inverness ear piercing system on 8/12/97. On 9/24/97, the earrings became embedded and he sought medical intervention for removal. On 10/3/97, a cyst at the site of the ear piercing was surgically removed.